Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2011. It was reported that the patient occasionally receives too much stimulation from her scs system and is unable to adequately adjust her therapy using the current program settings. Follow-up on this matter found that the patient was reprogrammed on (B)(6) 2011 and adequate coverage was obtained. However, the patient reported that her stimulation is shutting off without prompting during the night despite her continuous program settings. This situation will continue to be monitored.